Event description:
It was reported to philips that the nav ring is not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
This report was sent in error. The original complaint is not reportable due to the fact that it could not cause death or serious injury.

Event description:
It was reported to philips that the nav ring is not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.